Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other six proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred. Five additional proglide devices were used with the same results. The sutures of two additional proglide devices were successfully pre-placed using the pre-close technique. The sheath was upsized to 16f. After the aaa procedure was completed, the successfully preplaced sutures of the two proglide devices were used to achieve hemostasis. At the contralateral common femoral artery, arteriotomy closure was attempted using a proglide device with an 11f sheath after the aaa procedure. Reportedly, the device was deployed but hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis. Protamine was administered. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A cuff miss was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.